Event description:
It was reported that a patient implanted with two unspecified mentor tissue expanders experienced bilateral deflations post-operatively. As a result, the patient underwent explantation on (B)(6) 2023. This report is for the right side device.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received confirmed the patient's unspecified devices as 750cc mentor artoura plus, smooth, high profile tissue expanders. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. During visual analysis of the returned sample artoura plus sm te hp 750cc a tear was observed between the union of the shell and the bladder. A microscopic examination was performed and the cause of the deflation could not be identified. Based on the information currently available. This product was sent to mentor's manufacturing team for additional analysis. According to the manufacturing investigation, the collected process controls and data records for the deflated tissue expander meet specifications. The tear mentioned in product complaint cannot be conclusively confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 12, 2024, mentor received updated dates of implant and serial numbers for the devices. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).